Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading with 300 units. Reportedly, the insulin gauge decreased to zero units in less than 8 hours. The customer's blood glucose level was 268 mg/dl. Reportedly, the cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate.